Event description:
The consumer reported that the implantable neurostimulator (ins) had been dead almost since implant. A manufacturer representative (rep) tried to restart the ins but was not able to restart the ins. It was reported that the patient was in the hospital for a possible stroke since (B)(6) 2016. There was a report that the ins was currently depleted. The manufacturer representative (rep) reported that the patient requested a primary cell battery replacement. Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.